Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The consumer reported having the device "taken out and put back in" but the patient had pain on the left from the beginning and a fall so it was moved to the other side. The healthcare providers (hcp) took it out and put it in a different spot. The dates of the revisions were unknown. Cause, potential device issues, and outcome remain unknown. Follow-up was conducted to obtain additional information. The indication for use included urinary dysfunction.